Manufacturer narrative:
It's reported that per zendesk ticket # (B)(4) - does not appear to be working properly. We attempted to use it to suction basic water, and the pressure was extremely weak, if present at all. The customer also reported, "would not suction patient oral secretions." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It's reported that per zendesk ticket # (B)(4) - does not appear to be working properly. We attempted to use it to suction basic water, and the pressure was extremely weak, if present at all.